Event description:
The MFR's rep reported that, the pt was experiencing intermittent baclofen withdrawal following pump replacement. The catheter tip was positioned at t9. The pump contained liorseal 2000 mcg/ml delivering a daily dose of 400 mcg. An MRI was performed and a very small granuloma was found. The hcp indicated that this was "enough to cause obstruction (intermittency)". The six year old catheter was replaced. The pt required a blood patch due to a cerebrospinal fluid leak but is "doing ok now".